Event description:
Additional information received from the consumer reported that the doctor changed the patient's program and swelling went down after the fall. Also, changing the programmer batteries resolved the warning screen.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0qq09, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported that he fell off a ladder, had a concussion and experienced a slight change in therapy. The patient had leakage last night. It was occurring daily. The change was considered sudden. The stimulation issue was not related to positional movement. There were no recent medical tests or emi exposure. It was noted that the patient never felt stimulation so not feeling it now was not abnormal. It was noted that the patient was given pain pills when he left the emergency room (ER) and that he slept harder than normal and that could have actually been the cause of the leakage and not the fall. The patient had fallen off a ladder onto concrete, hit his head and his back where the stimulator was located. This occurred the day prior to the report. The patient's relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. A day later the patient reported that he tried using his patient programmer (pp). When he turned the pp on, it was showing a warning screen and did not think it was working. The warning screen was described as the change batteries warning screen. The patient was going to get some (B)(6) batteries. It was noted when the patient fell he broke his collar bone and had not been thinking clearly since. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received from healthcare provider reported the patient developed spinal cord injury and tumor and patient elected for device removal. There was no patient injury noted.

Manufacturer narrative:
Device analysis found as above. (B)(4) applies to both ins and lead fdc 71 applies to both ins and lead fdd and fdp codes can apply to both ins and lead as lead was added as system reported pli. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Device analysis complete; see h block.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.